Manufacturer narrative:
Retainer ring=clear. Unit passed displacement test. No pump error 65 noted during test. Unit alarmed pump error 63 during self test and pump trace download confirmed pump error 63 variable 3. Pump error 63 was due to broken trace u1 pin6 on keypad assembly. Unit successfully downloaded to thus. Unit passed the displacement test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Customer stated they were unable to clear the alarm and they did not receive request to rewind insulin pump. Customer stated they performed self test and it passed. Customer stated that pump error occurred after the self test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.